Manufacturer narrative:
The lot number of the pack used during the reported event was not recorded therefore we were unable to complete the review of the lot/device manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A surgeon in the (B)(6) reported that particles were seen when the phaco needle was first put in and irrigation turned on. There were lots of little white particles and larger brown particles which were stuck in irrigation ports. We were also informed that the device/s involved were not kept and the lot/serial number was not recorded.